Event description:
It was reported the programmer rf (radio-frequency) head had intermittent telemetry, and the interrogation button stuck. The rf head was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found intermittent telemetry and the cable was damaged. It was also noted that the interrogate button was stuck. (B)(4).

Event description:
It was reported the programmer rf (radio-frequency) head had intermittent telemetry, and the interrogation button stuck. The rf head was returned for repair. No patient complications have been reported as a result of this event.